Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side "prosthesis has contracture" baker grade unknown and "concern for recall." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture and concern for recall.

Event description:
Patient reported right side "prosthesis has contracture" (baker grade unknown) and "concern for recall." The device remains implanted.